Event description:
Procedure: lap gastric bypass. According to the reporter: this firing was the last firing across gastric pouch. The staples did not form properly, which resulted in a lack of hemostasis and minor bleeding. The device loaded cycled and fired appropriately and did not feel "off" to doctor. The surgeon applied clips and floseal to staple line (both pouch and remnant) to stop the bleeding, and then tested the area afterwards. The report indicated there was tissue damage and/or patient injury.

Manufacturer narrative:
Date initial report sent: 09/04/2007.